Event description:
Caller reported a malfunction on the pump, with a malfunction code labeled as malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the malfunction recurred, which they acknowledged and understood.